Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx450 had no sound when it was turned on and when the alarm appeared. There was no patient or user harm was reported.